Manufacturer narrative:
The insulin pump alarmed an unexpected off no power alarm during the displacement test due to a corroded battery tube and corroded battery cap contact. The insulin pump was tested with a test battery cap and monitored for 3 days with no unexpected off no power alarms noted. The device passed the displacement test and off no power test. The operating currents were in specifications. The insulin pump was also received with a cracked liquid crystal display window, cracked case at liquid crystal display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, broken belt clip slot and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was returned in order to be converted into a (B)(6) loaner device. No further information was provided by the service team.